Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including a surgical lead, on (B)(6) 2009. It was reported the lead was explanted and replaced due to inappropriate and uncomfortable paresthesia. The explanted lead was discarded by the facility. Follow up found no immediate patient complications reported.